Event description:
On (B)(6) 2023, it was reported by a distributor via email that an ar-1204af-80 flipcutter ii broke during drilling. The surgeon sets the flipcutter ii blade to a 90-degree angle and drills in the femur. The blade broke, and it could not close to its original position. This was discovered during an acl procedure on (B)(6) 2023. The case was completed using a new ar-1204af-80 flipcutter ii. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was confirmed upon evaluation of the attached picture. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.